Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on 2008 hysterosalpingogram was done. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), menstrual disorder ("abnormal menstruation"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pain"). The patient was treated with bilateral salpingectomy with removal of the essure device in (B)(6) 2016. At the time of the report, the abdominal pain, alopecia, menstrual disorder, anxiety, depression, vaginal haemorrhage, menorrhagia and pelvic pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for symptoms of hair loss, abdominal pain, and abnormal menstruation, among other symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on 2008 hysterosalpingogram was done. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), mood altered ("hormonal changes describe: moodiness"), migraine ("migraine"), tooth disorder ("dental problems"), fatigue ("fatigue"), visual impairment ("vision problems/eye problems"), alopecia ("hair loss"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain ("pain/pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("abnormal menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxious"), depression ("depressed") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, pelvic pain, female sexual dysfunction, dyspareunia, menorrhagia, menstrual disorder, vaginal haemorrhage, vaginal discharge, anxiety, depression, mood altered, headache, migraine, tooth disorder, fatigue, visual impairment, alopecia, weight increased, urinary tract disorder, bladder disorder and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, mood altered, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for symptoms of hair loss, abdominal pain, and abnormal menstruation, among other symptoms discrepancy noted: date of removal (B)(6) 2016. Current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) unknown. Most recent follow-up information incorporated above includes: on 8-may-2020: extension of expected date of next report. On 16-mar-2020: pif received- no new clinical information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on 2008 hysterosalpingogram was done. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), mood altered ("hormonal changes describe: moodiness"), migraine ("migraine"), tooth disorder ("dental problems"), fatigue ("fatigue"), visual impairment ("vision problems/eye problems"), alopecia ("hair loss"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain ("pain/pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("abnormal menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxious"), depression ("depressed") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, pelvic pain, female sexual dysfunction, dyspareunia, menorrhagia, menstrual disorder, vaginal haemorrhage, vaginal discharge, anxiety, depression, mood altered, headache, migraine, tooth disorder, fatigue, visual impairment, alopecia, weight increased, urinary tract disorder, bladder disorder and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, mood altered, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for symptoms of hair loss, abdominal pain, and abnormal menstruation, among other symptoms discrepancy noted: date of removal (B)(6) 2016, (B)(6) 2016. Current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on 2008 hysterosalpingogram was done. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pain/pelvic pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("abnormal menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), anxiety ("anxious"), depression ("depressed"), headache ("headaches"), migraine ("migraine"), tooth disorder ("dental problems"), fatigue ("fatigue"), visual impairment ("vision problems") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in april 2016. At the time of the report, the abdominal pain, dysmenorrhoea, pelvic pain, female sexual dysfunction, dyspareunia, menorrhagia, menstrual disorder, vaginal haemorrhage, vaginal discharge, anxiety, depression, hormone level abnormal, headache, migraine, tooth disorder, fatigue, visual impairment, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for symptoms of hair loss, abdominal pain, and abnormal menstruation, among other symptoms discrepancy noted: date of removal apr 2016, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) unknown. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received. Date of implant updated. Following events were added: apareunia, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), vaginal discharge, hormonal changes, headaches, migraine, dental problems, fatigue, vision problems and weight gain. Reporter information was updated. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on 2008 hysterosalpingogram was done. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), mood altered ("hormonal changes describe: moodiness"), migraine ("migraine"), tooth loss ("dental problems/ tooth loss"), fatigue ("fatigue"), visual impairment ("vision problems/eye problems"), alopecia ("hair loss"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain ("pain/pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("abnormal menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxious"), depression ("depressed"), headache ("headaches"), bacterial vulvovaginitis ("bacterial vaginitis"), loss of libido ("loss libido"), back pain ("back pain") and arthralgia ("joint pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, pelvic pain, female sexual dysfunction, dyspareunia, menorrhagia, menstrual disorder, vaginal haemorrhage, vaginal discharge, anxiety, depression, mood altered, headache, migraine, tooth loss, fatigue, visual impairment, alopecia, weight increased, urinary tract disorder, bladder disorder, nausea, bacterial vulvovaginitis, loss of libido, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bacterial vulvovaginitis, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, loss of libido, menorrhagia, menstrual disorder, migraine, mood altered, nausea, pelvic pain, tooth loss, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for symptoms of hair loss, abdominal pain, and abnormal menstruation, among other symptoms discrepancy noted: date of removal (B)(6) 2016, (B)(6) 2016. Discrepancy noted in insertion date-(B)(6) 2008. Current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received- new event bacterial vaginitis, loss libido, back pain and joint pain were added. Reporter information was added. Event dental problem updated to tooth loss. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on 2008 hysterosalpingogram was done. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), mood altered ("hormonal changes describe: moodiness"), migraine ("migraine"), tooth disorder ("dental problems"), fatigue ("fatigue"), visual impairment ("vision problems/eye problems"), alopecia ("hair loss"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain ("pain/pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("abnormal menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxious"), depression ("depressed") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, pelvic pain, female sexual dysfunction, dyspareunia, menorrhagia, menstrual disorder, vaginal haemorrhage, vaginal discharge, anxiety, depression, mood altered, headache, migraine, tooth disorder, fatigue, visual impairment, alopecia, weight increased, urinary tract disorder, bladder disorder and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, mood altered, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for symptomsof hair loss, abdominal pain, and abnormal menstruation, among other symptomsdiscrepancy noted: date of removal on (B)(6) 2016.current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available):hysterosalpingogram: on an unknown date: results: confirmed proper placement.imaging procedure: on (B)(6) 2008: essure confirmation test(s) (unspecified) unknown. Most recent follow-up information incorporated above includes:on 20-dec-2019: pfs received. Reporter information added. Events: bladder or urinary problems or changes, nausea added. Event hormonal changes was updated to hormonal changes describe: moodiness.based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), menstrual disorder ("abnormal menstruation"), anxiety ("anxious") and depression ("depressed"). The patient was treated with bilateral salpingectomy with removal of the essure device in 2016. At the time of the report, the abdominal pain, alopecia, menstrual disorder, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression and menstrual disorder to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for symptoms of hair loss, abdominal pain, and abnormal menstruation, among other symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.